Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection. The whole pulse generator system, including the right ventricular and atrial leads, was explanted on (B)(6) 2018. A new pulse generator system was implanted successfully on (B)(6) 2018. The patient was stable throughout the whole procedure.